Manufacturer narrative:
Unit repaired in field.

Event description:
During preventative maintenance of the device, the user reported that the red occluder cap was missing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.